Event description:
The customer reports that the unit worked for a minute, then shut off. This was discovered during testing with no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit worked for a minute, then shut off.¿. The unit was triaged and the customer¿s reported condition was not confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.